Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was serviced at the customer site. The customer reported complaint for the thermogard having a defective air trap sensor was confirmed during archive review and functional testing. The air trap sensor block was replaced to remedy the fault. During functional testing, the air trap circuit boards were disassembled. During evaluation corrosive and defective contacts were observed due to the air trap leak. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system (B)(4) under (B)(4) reported on (B)(6) 2017 for an air trap alarm.

Event description:
A patient was hospitalized and an ivtm therapy was needed. Leak was noted on the thermogard ivtm system (B)(4) air trap holder due to the top cap of the start-up kit (suk) air trap detaching from the polycarbonate tubing. Due to the leak, the sensor board of the air trap holder was damaged and does not detect when air traps are installed into the console. Another system was used to continue with the treatment. No known patient consequences were reported.